Event description:
The pt received a scs system including two leads (from the same lot) for right hip and leg pain. It was reported the pt lost stimulation and the pt had started working out again. During a reprogramming visit she alleged her stimulation coverage had moved to her upper back and stomach. An x-ray revealed the leads had migrated to just above the ipg pocket site. It was reported the pt is deciding whether to have the leads revised or her system explanted. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.